Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that the specimen description was "buttock, right operative site." It was noted that the aerobic culture was "few staphylococcus coagulase" negative. It was noted that the report status was final on (B)(6) 2014. It was noted that the anaerobic culture was "rare staphylococcus coagulase negative, morphotype two." It was noted that no anaerobic organisms were isolated. It was noted that the report status was final on (B)(6) 2014. It was noted that the gram stain was "rare polys" and no organisms were seen. It was noted that the report status was final on (B)(6) 2014. Additional information was requested but was not available as of the date of this report.

Event description:
It was reported that the implantable neurostimulator (ins) site was infected. It was noted that it was implanted near the belt line and had not healed properly. A system explant was done as an action required on (B)(6) 2014. It was noted that the device would be replaced in the future. There was no alleged product issue. The patient was alive with no injury. The incision was infected. It was noted that the healthcare professional hoped for improvement post explant. Patient symptoms associated with the event were infection and erosion. A culture of the device pocket was taken. It was further noted that antibiotic treatment had been necessary. Patient had pain and redness at the device pocket. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the surgeon who put their implantable neurostimulator (ins) device in did not put it in properly and confirmed that it was removed due to a staph infection. It was noted that the surgeon only removed the ins and left in the lead components. If additional information is received, a follow-up report will be sent.